Manufacturer narrative:
This report is submitted on november 25, 2021.

Event description:
Per the clinic, the patient experienced skin irritations and recurrent drainage on the abutment site (specific date not reported). Subsequently, the patient was prescribed with silver nitrate applicators, oral and topical antibiotics on (B)(6) 2021, for a duration of 2 weeks.